Manufacturer narrative:
(B)(4): during pre-repair assessment performed by technician, it was noted that components were damaged due to inappropriate cleaning or maintenance to the device. The device was repaired by replacing several components.

Event description:
Customer reported that an error message displayed on the console, but the handpiece seemed to work fine. This is report 1 of 1 for complaint (B)(4).